Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used insyte autoguard 22ga catheter/adapter which was attached to syringe. Four photographs were also submitted for evaluation. Through the visual/microscopic evaluation, damage was not observed on the catheter tubing, adapter, wedge or outside of the adapter. Slight damage was observed on the inner rim of the adapter. An aspiration test was performed by using the returned syringe. Air bubbles were not observed while aspirating the catheter/adapter assembly. A water-air leak test was performed where we used a lab supplied male luer test fitting. The air entered the catheter/adapter and flowed through the catheter/tubing. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. No defect was observed. DHR was not done as a lot# was not reported.

Event description:
It was reported that after insertion there were air bubbles in line and catheter adapter was damaged with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: after catheter placement on the patient, connected with a syringe and hcp was confirming flash back. Then air got mixed. Hcp felt something was wrong when connecting the syringe. S/he suspects the catheter adopter was defect or damaged.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after insertion there were air bubbles in line and catheter adapter was damaged with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: after catheter placement on the patient, connected with a syringe and hcp was confirming flash back. Then air got mixed. Hcp felt something was wrong when connecting the syringe. S/he suspects the catheter adopter was defect or damaged.